Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was able to verify the customer's reported issue. The service technician replaced power board and issue was resolved. The power board was not returned to carefusion for further evaluation.

Event description:
The customer reported model lap top ventilator 1200 displayed and alarmed reset (ln vent). At this time, it is unknown if there was any patient involvement associated with the reported issue.